Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor failed the self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address: no. 4253 songbai road, matan street, guangming district.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the therapy test failed. The device was evaluated by the customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, the customer confirmed that the therapy board was defective. Customer did not plan to repair the device. Based on the information available and the testing conducted, the cause of the reported problem was a defective therapy board. The reported problem was confirmed. The customer confirmed that the device will not be repaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the device was evaluated by the customer only.